Event description:
The customer reported a frozen screen, an alarm and unresponsive buttons. The customer stated that the time on the screen was not advancing. Advised the customer that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to moisture damage on keypad traces. No frozen display noted. The insulin pump had normal operating currents. No off/ no power, low battery or battery out limit alarms noted.